Event description:
A nurse is reporting on behalf of a patient, who has been using a st. Jude eon charger and sustained a 2nd degree burn on her skin. Per the reporter the charger has been recalled in 2013, however the manufacturer is still giving it out.